Event description:
It was reported a volume discrepancy occurred where the actual residual volume was greater than the expected residual volume. After aspiration, it was discovered that the pump contained 40 ml whereas the pump was expected to contain a very small amount. The patient had a known catheter issue but did not want the catheter fixed or pump removed. The patient's status was undetermined at the time of this report.

Manufacturer narrative:
(B)(4).